Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system was booted up it was showing no input on the camera cart and a black screen on the main cart. The site had seen the monitors show the "medtronic further together" screen before that. They also had to boot both carts separately, they did not come on at the same time. Troubleshooting involved performing a hard shutdown on both carts, which resolved the issue. No patient was present at the time of the event.